Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion had mild tortuosity, no calcification, and a 90% stenosis. It was an acute myocardial infarction (ami) case. After crossing the guide wire, the voyager was delivered and pre-dilated. However, it ruptured at the first inflation at 6 atm. So it was changed to the new voyager and the procedure was completed. No additional event or pt info is available.

Manufacturer narrative:
Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, interaction with other devices, exceeding rated burst pressure, pt anatomy, lesion calcification, or lesion tortuosity. It was reported that the lesion was mildly tortuous and 90% stenosed, which could have contributed to the balloon rupture. A review of the manufacturing records show no units rejected for balloon damage. Without the device to examine, a through analysis could not be performed and no determination can be made as to the root cause of the report discrepancy.